Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: b5, h6 (medical device problem code). The getinge field service engineer (fse) that encountered the issue replaced the pneumatic interface module and functional tested without any further alarms or issues. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
It was reported that during the semi-annual pm, the cardiosave intra-aortic balloon pump (iabp) failed to boot up and was continuously emitting an alarm. No patient was involved.

Event description:
It was reported that during the semi-annual pm, the cardiosave intra-aortic balloon pump (iabp) failed to boot up and was continuously emitting an alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.